Manufacturer narrative:
Analysis of the lead stimloc (lot # va04ma2) found there was a conductor crossover at the proximal end of the lead.

Event description:
It was reported that the manufacturer representative was doing a stage 1 procedure yesterday and a short was recorded on contacts 1 and 2, showing 7 ohms. It was stated that the lead was reconnected with without resolution (tested 2 to 3 times). The lead was replaced and tested out fine.

Event description:
Additional information reported that the patient recovered without sequela.

Manufacturer narrative:
Product ID neu_stylet_acc, lot# unknown, product type accessory. Analysis of the lead confirmed there to be shorts in the proximal end of the lead between circuits #1-2 and #2-3. Analysis of the stylet found it to be bent. The previously reported conclusion code 92 no longer applies to this event.

Manufacturer narrative:
(B)(4).